Event description:
The customer reported a ventilator gave a 1127 error code indicating an overvoltage protection circuit failure. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer. The customer has reported that they will need to order a motor controller (mc) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/14/2022, 10/14/2022, 11/01/2022 and 11/10/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.